Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. A stored electrocardiogram revealed the pulse generator exhibited post-paced t-wave oversensing. No intervention was reported and the patient would be monitored.